Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. Analysis of the pump revealed no anomaly, normal battery depeltion. The catheter as reported was not returned.

Event description:
It was reported that the pump was replaced due to normal eri (elective replacement indicator); the battery depletion date was noted to occur on 2012-(B)(6). During surgery it was discovered the catheter was fractured appox. 2 cm proximal to the anchor. The catheter was replaced. The distal catheter was tied off and remained implanted. The proximal portion was disposed of at surgery. Patient outcome was noted as recovered without sequel as of (B)(6)-2012. Drug delivered via the pump was morphine; a refill program date/time was noted as (B)(4)-2011/12:19.

Manufacturer narrative:
(B)(4)